Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The unit was returned to service.

Event description:
The hospital reported the unit alarmed during a case and lost the ability to mechanically ventilate. There was no report of patient injury.